Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, the device was used during a laparoscopic inguinal hernia repair. When pulling the device out of the patient, the device broke off and had to be removed from the patient. There was no injury to the patient. No other known adverse events were reported.